Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b brush head] keep slipping off the holder while brushing [device breakage] case narrative: consumer e-mail stated that brush heads keep slipping off the holder while brushing. No injury was reported.